Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and not intended to be implanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record eval has been requested for this device.

Event description:
While drilling the hole for a screw during a pubic orif, the drill bit broke when it deflected off another screw. An x-ray confirmed the pieces are embedded in the pubic rami bone; surgeon did not remove the pieces.